Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm pt²¿ guide wire was advanced to the target lesion. However the distal tip of the guide wire broke off inside the patient. The detached tip was retrieved using a snaring device and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has wire kinked and distal end broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presents: the distal end fractured and the wire kinked along body. Moreover, the distal section of the wire was not returned (39.0cm approx.). All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm pt²¿ guide wire was advanced to the target lesion. However, the distal tip of the guide wire broke off inside the patient. The detached tip was retrieved using a snaring device and the procedure was completed. No patient complications were reported and the patient's status was fine.